Event description:
Respiratory therapist was called to pt's bedside due to low sao2. Pt appeared to be on nasal cannula at 2 liters per minute of oxygen. The respiratory therapist and rn, after ruling out other causes, decided to increase oxygen and put the pt on a venti-mask. At that time they discovered that the cannula had come apart, and the pt had actually been on room air. Oxygen saturations had been 84-86% prior to placement back on oxygen. See scanned page.